Event description:
It was reported to philips that the display for the device would show lines across the screen coincident with a partially blank or flickering image. There was no patient involvement.